Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was a pin 3 of the u409 can transceiver on the computer/analog board was shorting the 5v wire. Additionally, the q12 and q16 insulated-gate bipolar transistors (igbts) were shorted on the defibrillator pca. The root cause for the shorted u409 transceiver could not be positively identified. Root cause for the shorted igbts was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.